Event description:
(B)(4). Constant lower abdominal pain, periods not consistent, headaches, painful sexual intercourse, unexplained weight gain, constantly bloated, taste of metal in my mouth, horrible heartburn, lower back pain, can't sleep at night, sweat and hot flashes, constantly tired throughout the day, itchy rash on stomach, constantly getting bacterial vaginosis, kidney stones.